Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure when used in surgical clamping, the device did not fire. The surgeon was able to press the green button and squeeze the handle. The stapler was locked and did not trigger the load. No patient injury.